Manufacturer narrative:
The customer did not return the pump in style as the issue of low suction was resolved over the phone.  The customer responded to an email on 9/19/2016 stating that she was taking a generic for of the antibiotic keflex prescribed by and ER physician.  She stated that currently her mastitis is mostly recovered and she is working on recovering her supply. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."  Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on (B)(6) 2016 that she had low suction with the pump in style breastpump and she had developed mastitis.